Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the instrument activated itself even surgeon didn't push activation button. Also generator error occur and said that there is problem in hand piece. They change hand piece and problems solved. No patient consequence reported.